Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer also reported that the insulin pump alarmed no delivery and motor error during bolus. The customer stated that the no delivery alarm was resolved by changing the infusion set and reservoir. The customer was able to rewind the insulin pump during troubleshooting. The drive support cap appeared normal. The alarm history showed more than one motor error alarm. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis. The reservoir and infusion set will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Motor passed motor test. No motor error alarm and no excessive no delivery alarm noted. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and stained address/serial number label.